Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that the lasik flap was incomplete due to the canal being too short, and it could not be lifted. Per the surgeon, there was no suction loss noted and the side cut was complete. The surgeon aborted the procedure and plans to perform prk in a few weeks, once the cornea has healed. In a follow up, the surgeon indicated that he always cuts a 8.6 diameter flap, but in this case, the patient's anatomy did not allow for a normal size canal, as the iris had a very small vertical white-to white diameter, compared to the horizontal. No information was provided regarding patient impact.

Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. Review of the logfiles for the day of treatment shows that during start up, the vacuum check and two energy checks passed. The user performed the ablation check successfully without issue before he started with the first treatment on that day. The user performed 28 treatments successfully on that day. Only the reported treatment was interrupted by the user releasing the laser pedal but it was also completed successfully. The energy was stable during the complete day. The complete day shows no error messages, relevant warnings or abnormalities. No problems with the system can be identified by reviewing the logfile. The picture on the fs200 treatment report shows the first bubble superiorly close to hinge/ canal and the second inferiorly of the flap, caused by formation of gas during the cutting procedure. Due to short canal adjustment this gas accumulation could not escape and was then released through the bowman¿s membrane and accumulated again between glass and applanation cone. Consequently, after such vertical gas breakthrough (vgb) the affected flap area usually remains uncut. A review of the technical service on site showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. No technical root cause was identified as the product was found to be within specifications. The root cause was the user setting the canal too short. (B)(4).